Event description:
When drilling a guide wire into the femoral head, the tip of the guide wire broke off and was irretrievably lost in the head. The c-arm was in use intraoperatively and was clearly visible.